Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported after approx. 3 days implantation time, that perforation in the ventricle was suspected. The lead was explanted a new one was implanted.